Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms on the heartmate 3 system controller (B)(6) was unable to be confirmed. Log files were not available for review. The backup battery was returned for analysis in unremarkable condition and passed all tests. No alarms or issues were reproduced when testing the returned 11-volt battery. A root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The 11v backup battery, serial number: (B)(6), was inspected and accepted into the receiving inspection storage location on 15nov2023 and passed all manufacturing testing prior to being initially shipped outbound on 29nov2023. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a discussion with a vad coordinator, they reported a couple of cases where the backup battery in the system controller was alerting a backup battery fault. The patient swapped their controller at home. The controller history was reviewed and it showed backup battery fault. The backup battery was replaced resolving the backup battery fault and the controller continued to be used as a backup.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.